Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen state, "intraoperative or postoperative bone fracture and/or postoperative pain". The modular head and taper adapter were still assembled and no attempt was made to separate these components. The morse taper showed little evidence of wear from contact with the stem. The user facility was notified of the event on april 18, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted april 19, 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. In (B)(6) 2010 the patient reported pain local to right buttock and lateral hip. In (B)(6) 2010 the patient reported intense anterior slightly medial hip pain. A psoas tendon injection was performed under fluoroscopy, with no change in status of the patient. Subsequently, the patient was revised on (B)(6) 2011. The acetabular cup, modular head, and taper adapter were all removed and replaced with competitor product.